Event description:
This rv lead was implanted on (B)(6) 2014 and was remains implanted at this time. A clinical form sent on (B)(6) 2016 stated that this lead had infection. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).